Manufacturer narrative:
The customer reported the spin collar separated from the tubing, and returned one photo of the incident, on material mz5309, lot 25099007. Upon initial visual examination, the set verified the complaint of separation at the male luer. There is no physical sample for investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant could not establish the root cause for the separation without a physical sample investigation. From previous issues, the root cause can be related to incorrect solvent application by the assembler. The plant did not take any actions to address the failure as the line for material mz5309 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that separation of spin collar from tubing.